Event description:
Provider described that when the end user is exiting her van via ramp, allegedly the chair is locking on left side causing it to steer to the left and go off the ramp. There has been no injury.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model tdxsp-cg, serial number/date code (B)(4) is approximately 2 months old. The owner's manual part number 1143190, rev.k(mar-11) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. Of note: the reporter of the event was contacted for additional information and in speaking with the reporter no further information was provided the consumer's medical condition, stability and medication regimen. It was also learned this issue occurred within 30 days and they have been trying to troubleshoot. The end user went off her ramp due to the chair locking and steering her to the left. And no injury resulted. They have the chair now to look at the stability lock. They originally thought it could have been an issue with her ramp, however, they feel right now it may be more of a setting issue.